Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 298 mg/dl and a bolus was delivered to address the bg level. The customer did not know what caused the high bg and at the time tandem technical support was contacted the bg was 137 mg/dl. As the high bg had been resolved, troubleshooting was not performed. Tandem technical support advised the customer to discuss the event with a healthcare provider.